Event description:
Surgeon implanted a lens. The surgeon heard a crunching noise as the trailing haptic was tearing during insertion into the eye. The lens was implanted 3/4 of the way into the eye before the surgeon backed off from implantign all the way into the eye. The lens was removed with forceps. No pt injury. It was unk what cause the trailing haptic to tear. The injector model was unk. The cartridge model that was used is a sfc-25 fp. The facility was unable to provide the injector and cartridge lot numbers.